Event description:
Information was received from a patient regarding an external device. It was reported that they have been having some issues for a while now with their controller. Patient believed this first started over a month ago. Patient stated that the controller doesn't want to connect to the implanted neurostimulator and sees no device found with an without the recharger plugged in. Patient confirmed the implantable neurostimulator (ins) was charged. Patient said they have to hold the recharger a couple inches away from the implant in order for it to connect. Patient also stated that if they bump it while charging, it will disconnect and they will have to start the process over again. Patient mentioned that it takes a while to get the charging session to start. Agent had patient reset the controller during the call. Patient then stated that the last time they were able to charge their implant was earlier today, however they still had to try a few times and it took them 2. 5 hours to charge to 60%. Patient added that they will charge to around 60% and then have to recharge their controller. A replacement controller and recharger were sent out. Additional information was received from a manufacturer representative (rep) .it was reported that the patient had a controller and recharger that were not connecting to the implantable neurostimulator (ins). Caller said the patient (pt) kept getting no device found and the ins was not being located even though ins was charged 50%. Pt said connection issue had began over a year ago. Technical services (tss) had the manufacturer representative (rep) use "new implant" selection in tech mode, but the rep still got no device found and could not pair the controller to the ins successfully - recharger appeared to not even being locating the device to pair. Tss had the rep try to disable and re-enable the ins, but mdt rep. Still got no device found when trying to connect wired and wirelessly to the ins. Tss had the rep. Use the clinician tablet to try to connect and rep. Was able to connect to ins when right next to the ins with the clinician communicator, but as soon as the rep. Moved more than 6 inches away from ins, the communicator disconnected and the rep. Got no device response on tablet. Pt said they had issues charging their ins in the past and sometimes the ins took 2 hours to charge and would randomly disconnect. Pt expressed frustration with position of ins on body and said sometimes it hurt to move around and twist body to charge ins. Pt said the ins now charged faster than is used to charge, but sometimes the controller battery depleted all the way down when charging the ins. Mdt rep. Confirmed pt was using new recharger and new controller on call and confirmed 94, 94, 94 in passive recharge mode. Tss had the rep. Pull a data report and transferred to hcit for intellis log files and communication manager files. Tss emailed mdt rep. To retrieve log files and will escalate case to principal agent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative on 10march2023 stating that they spoke with the patient they mentioned they didn't know if they wanted to have another procedure and would reach back out if decided to get an explant or replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating that he met with the patient twice, called customer/tech support, they advised me to send them reports from the battery. I completed the task. He also stated that the communication issue was not resolved and he was told from the tech service team that the battery needs to be explanted and replaced. I informed the patient and the physician. Rep stated that he does not know the patient's weight and all these information was confirmed by the physician.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they had exhausted troubleshooting (replaced externals, done passive charging sessions, tried disable-enable feature, etc) and there hasn't been any resolution to the communication issue. Warranty information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.